Manufacturer narrative:
(B)(4). Date sent: 11/03/2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes. 2. If yes: did the device deliver any staples? 3. If yes, were the staples formed properly? No. 4. If yes, was the staple line complete? Na. 5. Did the device cut? Yes. 6. If yes, was the cut line complete? Yes. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. 8. Was there any difficulty opening the device? No. 9. If yes, how was the device removed from the patient? 10. If yes, did the jaws eventually open? Na. 11. Is the current patient status known? Yes. 12. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished #pcee60a, with lot/batch #a9718e, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure, it was observed that the device did not work. There was no patient consequence nor surgical delay reported. No additional information provided.